Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During the transfer of a patient, the rotaflow console stopped. The medical staff used another rotaflow console. No clinical consequence was reported. (B)(4).

Manufacturer narrative:
A patient was transferred to the scanner. To go to the scanner, no problem was noticed. When returning, no problem was noticed until arriving in the room. Then the device alarmed and displayed the message[bat something] and then stopped. The perfusionist plugged the rotaflow in and the device restarted normally. Investigation report (B)(4): after performing a run time test, the battery holds barely for 30 minutes. Replacement of the battery and functioning test are ok. Investigation report of the lce (B)(4): when the battery was delivered, the fuse was broken in the carton. The fuse (typt10a / 250v) was replaced and the akkupack inserted into a rotaflow console. The akkupack was loaded in the activated rfc and over the service interface of the rfc. After 7 hours,the charging process was completed by the charge circuit of the rfc battery voltage of27.8 v and a battery temperature of 42°c. About night, the open circuit voltage of the rechargeable battery in the switched-off rfc dropped to24.8v. This indicates that one or more cells have been unevenly charged. During the next day's discharge at 5000 rpm and about 9lpm, a run time of 1 hour of the alarm [low_bat] and 5 minutes later the rfc switched off.thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiantions will be completed at this time

Event description:
(B)(4).